Event description:
It was reported that the patient had another inappropriate shock due to t-wave oversensing via wide intrinsic complexes. Technical services reviewed and discussed the event. There were no additional adverse patient effects. The system remains implanted.